Manufacturer narrative:
Insulin pump passed displacement test, basic occlusion, occlusion test, prime/compromised force sensor system and excessive no delivery test. Unit was received with intermittent button response due to flattened act (creased) button dome switch. Inspected connector on lcd and no unlock keypad connector. Unit was received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip and stained end cap sticker.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s parent reported via phone call that the customer had experienced high blood glucose levels of 485 mg/dl and also had a keypad anomaly. The customer blood glucose levels were 68 mg/dl and 78 mg/dl. The customer was treated with 1.4 insulin and drink. The customer¿s act button was not working. The customer declined troubleshooting of low and high blood glucose levels. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan per health care professional¿s recommendation. The customer was advised that the pump needs to be replaced. The insulin pump will be returned for analysis.